Event description:
It was reported that the touchscreen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.